Event description:
Information was received that the cannula of a smiths medical catheter had remained in the patient upon removal. Rn was flushing device at time of removal and site was leaking. An ultra sound located the cannula in the patient's vessel, and surgical intervention was required to remove it.